Event description:
Baxter reports leakage at the silicone tubing near the patient connector of the uv transfer set. The affiliate reports no patient injury or medical intervention as a result of the incident.